Manufacturer narrative:
A medtronic representative removed the corrupted files from the suspect system's computer and upgraded to framelink software version 5.4.1. System is now running as it should, no further issues reported. Replacement computer was not needed and sent back unused.

Event description:
A medtronic representative reported a navigation system that was running slow while using multiple applications: synergy cranial 2.2.6 and the framelink 5.4. Trouble-shooting dictates a replacement for the system computer. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped to site (B)(6) 2013, received (B)(6) 2013. Although the suspect device has not been returned to the manufacturer for further evaluation, the on-site evaluation of the system deemed the system computer was eligible for replacement and directed an upgrade of their framelink and synergy cranial software, as well. No further issues have been reported.